Event description:
The machine kept converting from the monitoring screen to the impedance screen. The numbers read as such: left vocalis .2.2 right vocalis 1.2 off. Checked that tube was in the correct position, assured all connections were secure. Discussed with local sales rep. Used second endotracheal tube to complete procedure.====================== manufacturer response for nim contact emg endotracheal tube, nim contact (per site reporter)======================manufacturer provided rga for product return evaluation.